Manufacturer narrative:
This lv lead was explanted and exchanged. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this lv lead has high thresholds caused by dislodgement. Lead remains implanted, repositioning surgery is scheduled.